Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient's ipg was inoperable. Programmer displayed end of life (eol) message. It was noted that patient ran programs with high settings/parameters. Surgical intervention may be undertaken to address this issue.

Event description:
It was reported that programmer displayed message indicating that ipg was approaching end of life (eol). It was noted that patient ran programs with high settings/parameters. Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
It was reported to abbott a rep met with a patient and confirmed the ipg had approaching end of life. Surgery took place where the ipg was replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.